Manufacturer narrative:
UDI: (B)(4). One (1) expedium dual innie quick-connect polyaxial screwdriver [product code: 2797-22-400, lot no: 0808mi] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided with the device. Device was then sent to (B)(4). The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the broken driver tip cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pelvic stabilisation. While inserting the second ileum screw the di polyaxial driver tip sheared off which meant that the 9mm x 80mm screw could not be advanced or removed. Rep indicated to the surgeon that they could use a 35mm rod and lock this down with a set screw which then allowed them to "helicopter" the screw out. An 8x80mm screw was then inserted with a total delay of 1 minute. The surgeon was satisfied with the outcome. Product discarded has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If wear and tear is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a product complaint for investigation.